Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) was confirmed. Upon evaluation, the rear response button dome switch was concaved. The cause of the non-functional response buttons is the damaged switch. The root cause of the damaged switch is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.